Event description:
It was reported by the pt that she experienced severe pain in her right eye during contact lens wear and was examined by an ophthalmologist. The pt reported that she was told that several white spots and white misty matter were observed on cornea. The pt was prescribed unk topical eye drops. The pt stated that she was examined by a second ophthalmologist and a corneal scraping biopsy was performed. Follow-up info received from the pt stated that the second ophthalmologist told her that she has a scratch on the cornea which caused a corneal infection. No further info was provided.

Manufacturer narrative:
The actual device has not been received for analysis. Eval of retained samples were found to meet spec for all testing performed. The device history records have been reviewed by mfg and found to be in compliance. (B)(4).